Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve was deployed in the aortic position. During valve deployment, difficulties were encountered during valve alignment and the physician reported 'some friction in the system'. The commander delivery system and valve moved aortic. The valve was able to be re-positioned in the descending aorta and deployed. A second 26mm sapien 3 ultra valve was deployed without issue. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed the initial valve embolized and was deployed in the descending aorta. The second valve was deployed in the intended position. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR review or lot history review was required. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (stored delivery system tension) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the complaint for 'thv embolized into aorta' was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'while inserting and inflation under rapid pacing, the balloon and partial inflated valve moved aortic. There were difficulties with the fine adjust of the valve alignment. The system could be removed into descending aorta and the valve was released', and 'as per medical opinion, team cannot rule out friction of the delivery system, inner and or outer catheter. It was felt "some friction in the system" while inflation and during rapid pacing'. In this case, it was likely that the stored tension of delivery system was not released prior to valve deployment. The stored tension was likely built up during the valve alignment, because difficulty fine adjust was experienced during the valve alignment. Per training manual, 'release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position'. If the stored tension of delivery system was not released at the final valve positioning, which could lead to valve move toward aorta during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07488.